Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise and crosstalk. The ra lead also exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead reported t-wave oversensing (twos). The patient was symptomatic. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.